Event description:
User alleges that the heat exchanger ruptured, resulting in blood to be observed in the water reservoir.

Manufacturer narrative:
H.6. Eval - other: smiths medical asd, inc. Has made many attempts to contact the hosp to determine what disposable was used when this event occurred without success. Smiths medical asd, inc. Is unable to perform a thorough investigation without the return of the actual sample involved. If the disposable unit is returned an investigation will be performed or if info is received other than what is reported; then a follow up report will be filed.